Event description:
Walrus balloon guide causing dissection of cervical internal carotid artery at level of balloon inflation, as well as severe vasospasm, with extravasating hemorrhage requiring covered stent placement.